Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was achieved using a proglide device after an unspecified procedure. Reportedly, when the suture was retrieved, prior to knot advancement, it was noted the suture was frayed. The proglide suture was used to achieve hemostasis. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported suture fray could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile, unused proglide devices were received and tested. Testing was successfully performed on the returned devices with no malfunctions observed. No fraying of the suture was observed.